Event description:
Customer reported that the insulin pump alarmed button error. Customer has taken the battery out and put it back in a few times but has not been able to clear the alarm. Customer stated she was exercising and maybe a button got pushed. She has had a button error before but was able to clear it. Blood glucose value is 165 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.